Event description:
Baxter was informed by customer of a separation that occurred with this set. Separation occurred by the male luer lock adaptor during patient use. No patient injury has been reported at this time.